Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The device was received in a condition which does not meet specification.

Event description:
It was reported that a patient underwent a buccal tumor resection on (B)(6) 2014 and suture was used. While sewing the facial soft tissue, the needle broke. The needle fragment was removed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.